Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent temperature alarms occurred while the battery was charging. Customer cleared the alarm to address the issue. Customer¿s blood glucose was 200 mg/dl.